Event description:
Additional information has been provided upon request: "team continued to use external hemodynamics. And no pump is not available."

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 72-year-old male patient with amyloidosis and pulmonary hypertension was transferred and admitted for advance therapies secondary to cardiac amyloidosis. He was started on diuretics and inotropic support to stabilize his hemodynamics. An intra-aortic balloon pump (iabp) was placed, but given his cardiogenic shock, he required additional hemodynamic support, and an impella 5.5 was placed. The iabp was then removed and the patient taken to the ICU, ventilated and on inotropic and vasopressor support. The patient was receiving chemotherapy while in the ICU which caused some hypotension. The aortic measurements were not correlating to the arterial line, but there was no impact on the patient. There was some hematuria noted however, the patient had developed a urinary tract infection, so it is difficult to attribute that directly to the impella device. The care team also noted some hemolysis but did not feel it was related to the device and more likely related to the infection. The device was evaluated on echo and adjusted slightly but appeared to be in good position. The impella was removed on 12/26/2025. No other information provided.